Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified. No failure related to the high bg was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose level was 423 mg/dl. Additionally, it was reported that the customer experienced an elevated bg level; bg value was not provided and cause was not known. Reportedly, the customer reverted to alternate insulin therapy for diabetes management.